Event description:
Customer called to report the insulin pump alarmed for no delivery during the bolus process after a set change. Blood glucose reading was 401 mg/dl. The customer stated the cannula on the mio infusion set was bent. Advised to change the entire set, reservoir and monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.